Event description:
It was reported that during an unk procedure, intra operative, after using the fourth magazine, the battery stopped. The stapler was able to be removed, which also did cut. A new device was used to complete the procedure. Surgery was delayed and no patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. D4: batch # 388c14. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition. In addition, a tyvek was received along with the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 388c14, and no non-conformances were identified.